Event description:
The patient reported feeling sick and had withdrawal-type symptoms two weeks prior to their refill. At the refill, the actual residual volume, 37 ml (also reported as ~36 ml), exceeded the expected residual volume, 2.3 ml (also reported as ~2.7 ml). A rotor study was performed and showed the pump to be working. A dye study was unable to be completed because the physician was unable to aspirate the catheter. They were experiencing increased pain. The patient¿s catheter was unable to be aspirated at the catheter replacement surgery on (B)(6) 2014. The pump contained morphine. The patient¿s outcome was not provided. It was requested.

Event description:
The catheter issue was at the distal end of the catheter. The patient subsequently expired on (B)(6) 2014. Per the hcp (healthcare professional), the patient was a hospice patient and had several co-morbidities. They were concerned about even allowing him to have the surgery due to his fragile state and concerns with anesthesia. Per the hcp, the patient¿s death was not device or therapy related. The exact cause of the patient¿s death was unknown by the hcp. An autopsy was not performed. The device was explanted and disposed of prior to the patient¿s cremation.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).